Event description:
Tr band was placed per IFU. After sheath was removed, the balloon deflated on its own. Manual pressure was applied to the radial sight until a new band could be placed. We have had intermittent failures over the last couple weeks. No patient harm was reported, successful hemostasis achieved after second band placed. Vendor contacted, unaware of issues. Vendor came to the department to review technique.